Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021.

Event description:
The customer reported the display is dim. There was no patient involvement. The remote service engineer advised the customer to replace the user interface. The customer replaced the user interface and the issue was resolved.